Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the atrial lead dislodged prior to the pocket being closed. The lead had to be removed and repositioned. In the process of doing so, the atrial setscrew dislodged and became stuck in the grommet. When the physician removed the right ventricular (rv) setscrew, the entire setscrew came out and was stuck to the wrench. When the company representative inspected the device, both the atrial and right ventricular (rv) setscrews had been backed all the way out of the header. The device was not used and another device was implanted, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.